Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system with the implant in the sheath was returned for evaluation. The device was visually and microscopically examined. Inspection of the implant, core wire, tip, sheath, and hub/valve revealed numerous kinks in the sheath. There was tip damage as there were abrasions on the inside of the sheath tip and the tri-cuts were flared. There was implant anchor damage. The implant and tip damage are consistent with deploying and recapturing the implant. Functional testing was completed. The device was not able to be flushed properly. The device was not able to backflush, and air was not able to be purged from the device. The valve was removed and microscopically examined. The silicone valve was found to be damaged. Product analysis confirmed the reported event of difficulty flushing as the device was difficult to flush and damage to the valve was observed during analysis, which could have contributed to difficulty with the flushing of the device.

Event description:
It was reported air within the device sheath occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). During recapture of the closure device, air was noted in the wds sheath. The device was removed from the patient and the procedure was completed with a new wds. No patient complications were reported.

Event description:
It was reported air within the device sheath occurred. A left atrial appendage (laa) closure procedure was performed using a 30mm watchman laa closure device with delivery system (wds). During recapture of the closure device, air was noted in the wds sheath. The device was removed from the patient and the procedure was completed with a new wds. No patient complications were reported.